Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was unsubstantiated. The device was put through extensive testing including bench handling and defib cycling without duplicating the report. The device was recertified and returned to the customer. Review of the available device logs showed that each attempt to charge, discharged appropriately. No trend is associated with reports of this type.